Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: claudication/occlusion/surgical/intervention/ time of symptoms/ae: post vessel closure. It was reported that a physician achieved arteriotomy closure of the common femoral artery using a starclose se after an unspecified procedure. Reportedly, post vessel closure procedure the patient experienced claudication. An occlusion was noted from the starclose se clip in the common femoral artery. Surgical intervention (cut down procedure) was performed to treat the occlusion. There were no reported adverse patient sequelae. No additional information was provided.